Event description:
The user facility reported a 70-year-old male patient needed mechanical circulatory support. It was reported that the patient was on the impella cp and there was bleeding at the impella cp insertion site. Additionally, there were two low purge flow alarms which resolved once the patient was switched to heparin. No kinks were noted in the line. The patient continued on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use lists several potential events:¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ it also states to "¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.